Event description:
It was reported that during priming, one unit of prismaflex m150 set c had an external fluid leakage due to a broken tubing connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The actual sample was received for evaluation. The visual inspection allowed to observe that the cone of the access male luer lock (mll) is broken. The observed leak is likely due to a broken mll cone. The reported condition is thus confirmed. These components are provided to baxter meyzieu plant already assembled by our supplier. The combination of these factors can lead to an overtightening of the luer connection which can lead to blocked connection and/or cracks which can cause subsequent leakages. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.